Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and when the physician attempted to cross the septum with the vizigo sheath, the tip accordioned on itself. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. Additional information was received which indicated that visually, the vizigo appeared to be ¿accordioned¿ with the shaft kinked at the distal end. It appeared that the soft tip was folded on itself and the commentary from the physician confirmed this. The resistance seemed to have caused the apparatus to be damaged upon entry. The resistance came from the attempt to advance the dilator. The dilator and needle were unable to advance through the distal end of the sheath smoothly. The integrity of the vizigo remained intact with no visible damage externally.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and when the physician attempted to cross the septum with the vizigo sheath, the tip accordioned on itself. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. Additional information was received which indicated that visually, the vizigo appeared to be ¿accordioned¿ with the shaft kinked at the distal end. It appeared that the soft tip was folded on itself and the commentary from the physician confirmed this. The resistance seemed to have caused the apparatus to be damaged upon entry. The resistance came from the attempt to advance the dilator. The dilator and needle were unable to advance through the distal end of the sheath smoothly. The integrity of the vizigo remained intact with no visible damage externally. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip was bumped. No other damage or anomalies were observed on the device. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history review was performed for the finished device number lot 00002836 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The bumped tip could be related to the intracardiac resistance issue reported by the customer, therefore, the complaint was confirmed. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).